Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports a patient status post left bipolar hip done about 8 years ago at (B)(6) hospital now has a periprosthetic fracture around the stem and needs to be revised to a longer stem. Surgeon proceeded to revise the stem using the restoration modular system. The old stem was removed and was identified as an accolade tmzf with a bipolar head. Surgeon then proceeded to implant a restoration modular stem per surgical technique. A trial reduction was performed and the final bipolar heads implanted. Surgery was performed without incident